Event description:
Dialysis initiated without difficulty. Blood pressure 120/70, pulse 80 temp. 97.6 pree-treatment. Three hrs. 25 mins. Into dialysis pt complained of naseau and vomited 20cc of yellow liquid. A bend in bloodline at end of arterial chamber where it attaches was noted. Spun hct was "cherry colored". Pts blood pressure was 110/70 and dialysis was augmented. The pt refused transfeer to the emergency room and went home. However symptoms presisted and pt wweennt to the hospital for observation.